Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2tq5s); product type: 0200-lead; implant date (B)(6) 2023 explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they got great results for the first 5 weeks but then everything started all over again with return of baseline symptoms. Patient said their symptoms were the same as if they never had the procedure. Patient mentioned they were having problems wearing shoes, the top of their foot would hurt when they flexed their toe. Patient also experienced numbness in their left leg after the trial procedure however the numbness went away within a minute. Agent reviewed potential risks of overstimulation. Patient stated they did not know the cause of their symptoms returning however mentioned they changed their diet to plant based and stopped eating meat and sweets. They had a smoothie one day that was full of greens and their stomach was making noise and had out of control bowels for about 2 days then it went away but 2 weeks later it started again and patient started walking an hour 5 times a week and started doing hip exercises where they march in place bring their hip and knee up thinking they might have moved the wire out of place. Patient thought maybe the setting was too low because the symptoms came back. Patient increased it later to where they felt a little shock and that is as high as they can tolerate. Agent recommended patient keep stimulation at a comfortable level and decrease if necessary. Agent reviewed option to try another program.